Event description:
A physician reported that, during intraocular lens (iol) implant procedure, post iol insertion into the eye a transverse linear sign on the optical plate that affected the central portion was noted. The surgery was completed on the same day using a back-up lens. There was no patient harm. Additional information could not be obtained as the reporter is unwilling to follow-up.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens appears to have been cut in half, typical of insertion and removal from the eye. The lens could not be removed from the chlorhexidine gluconate. Light scratches are observed through the chlorhexidine gluconate. Qualified associated products were indicated. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).